Manufacturer narrative:
(B)(4). Corrected information: after further investigation, this report has be determined to be a duplicate of 6000001-2011-32090. All further reporting for this reported condition will be addressed in 6000001-2011-32090.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service at baxter (B)(4), it was discovered that a colleague infusion pump had failure code 703:00 on channel a occur based on the event history. This event interrupted delivery. There was no reported patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.